Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer sent the v60 unit for an unrelated repair issue. Complaint investigator reviewed the diagnostic event log and identified occurrence of error code 1201-patient circuit occluded. There was no patient involvement.

Manufacturer narrative:
The international service technician confirmed occurrence of error code 1201 (patient circuit occluded) in the diagnostic event log. Service technician did not identify any device issue related to error 1201. No repair was performed, no parts were replaced.